Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that an insulation breach was noticed on this right ventricular (rv) lead, while the right atrial (ra) lead was being revised. This insulation damage was noticed in the middle of the procedure, while the physician was inspecting the lead. The exact location of the damage was not indicated. Subsequently, this rv lead was explanted, replaced and it is not expected to be returned for analysis. No additional adverse patient effects were reported.